Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 25 mmol/l. Customer was treated with bolus. Customer declined troubleshooting because customer's blood glucose level was going down. The insulin pump will not returned for analysis.